Event description:
Olympus received a medwatch reported, which stated "the clip did not deploy from the sheath. It is unk how the event occurred. The device did not work. The original intended procedure was an upper endoscopy procedure."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but no result. The exact cause of the user's experience could not be determined due to insufficient info provided by the user facility. This report is being submitted as a medical device report in an abundance of caution.